Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿the performance of the endurant endoprosthesis in an infrarenal aortic aneurysm with a wide or conical-shaped infrarenal neck anatomy¿ plug, m.; holewijn, s.; meershoek, a.; van der veen, d.; reijnen, m.m.p.j j. Clin. Med. 2025, 14, 4133. Https://doi.org/10.3390/ jcm14124133 a.2 <(>&<)> a.3 average values medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿ the performance of the endurant endoprosthesis in an infrarenal aortic aneurysm with a wide or conical-shaped infrarenal neck anatomy¿ the time frame of this study was over a nine year period. Endurant stent grafts were implanted in all the patient population. The aim of this study was to investigate this stent grafts performance in a wide or conical-shaped infrarenal neck anatomy compared to the performance in a =28 mm normal neck group. Among the patient population the following malfunctions occurred: ia endoleak, ib endoleak, unknown endoleak, migration no further information was provided pertaining to medtronic products